Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that the infusion set was leaky between the cannula, self-adhesive, and connector plate. This occurred several times, and blood glucose elevated as high as 200 mg/dl. Normal blood glucose is 120 mg/dl, and pt delivered correction boluses through the infusion device. He was able to smell insulin due to the leak. Infusion set was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Additional info was not provided.